Event description:
It was reported via repair work order that the lift was stuck elevated due to lift motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with conclusion results.

Event description:
It was reported via repair work order that the lift was stuck elevated due to lift motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.